Event description:
It was reported that the pump battery was unresponsive. During troubleshooting, it was observed an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 237-238 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.